Event description:
The pharmacist contacted lfs on behalf of the patient alleging that the patient had a broken one touch verio pro. The pharmacist was unable/unwilling to provide any further information. At this time there is no evidence that the meter caused or contributed to a serious injury. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot # was not provided.